Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1480 mg/dl at the time of incident. The customer stated that they were throwing up prior to hospitalization. The customer stated that they gave correction with manual injection. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer stated that the drive support cap was flush. The customer stated that the insulin pump was dropped. The customer inserted a new battery and they received unexpected restart alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The drive support was inspected and no anomaly was noted. No unexpected restart error alarms were noted during testing. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. The insulin pump sensor feature working properly. No unexpected lost sensor alarms were noted. The insulin pump received with cracked case at display window corners and reservoir tube lip. The insulin pump received with broken belt clip slot. The insulin pump received with minor scratched display window and case.